Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into the patient's upper left arm. During insertion, the dilator was being advanced through the sheath and resistance was met. The dilator was removed it was noticed that the tip of the dilator was "flowered". As a result, a new kit was used to complete the procedure. There was a delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Additional information: complaint verification testing could not be performed because no sample was returned for analysis. The probable cause of damaged sheath could not be determined based upon the information provided and without a sample. However, manufacturing records and product specifications were reviewed. There were no relevant manufacturing findings. But this product does not include a dilator. Therefore the reported damage was likely observed on the tip of the peel-away sheath over needle and not the dilator and initially reported. No further action will be taken.